Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a fracture the patient had his ambicor penile prosthesis (app) removed and replaced. The physician requested hospitalization to change the app urgently. The physician added that the patient also had a fever.